Event description:
During a percutaneous coronary intervention (pci), it was reported that a 15 x 3.00 empira nc rx ptca balloon burst circumferentially at 14-16 atmospheres (atm) at post dilatation. The device was difficult to withdraw because the balloon enveloped the tip of the cordis guiding catheter (gc). The device was broken at the radial artery and the tip of the balloon was left in the patient's body. The patient had another procedure three days later to take out the broken piece. The patient is now fine. The device will be returned for analysis. The target lesion and vessel characteristics are unknown. The device had been inserted into the patient one time. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. An unknown indeflator was used for the procedure and was used successfully with other devices. There was no resistance/friction noted during insertion of the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the device through the vessel or crossing the lesion. The device was never in an acute bend. The balloon did not seem to stick to a stent. The balloon did not re-wrap properly. The device did not kink during use.